Manufacturer narrative:
(B)(4). The complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because the supply bag fell and became disconnected. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) machine during drain 1 of 4. The home patient (hp) stated a bag had fallen from the line and disconnected from the tubing. The hp had reconnected the bag to the line. The hp would re-start therapy with new supplies. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was found there was no patient injury or medical intervention associated with the incident.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.